Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. An 8mmx4.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilation. However, during inflation at 16 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands, proximal bond and hypotube were microscopically inspected. Inspection revealed a kink 66cm from the strain relief with a hole in the hypotube at the location of the kink. Functional testing consisted of attaching an inflation device filled with water to the hub of the nc quantum apex. When pressure was applied, water was found to be streaming from the kink/hole in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. An 8mmx4.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilation. However, during inflation at 16 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.